Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely as the estimated remaining longevity is currently one year. At this time, there is no evidence to suggest a request has been made to have data from this device analyzed. Of note, the patient is not pace dependent. The device replacement procedure was scheduled to be performed in the upcoming months. The device remains in service and no adverse patient effects were reported.